Event description:
It was reported that there was excessive noise on the atrial lead. The lead remains in use. The patient is a participant in the post approval network /product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.